Manufacturer narrative:
Batch review performed on 23-may-2022. Lot 1910648: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-08. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: one year after primary tka in a severely varus patient the patella dislocates and the medial collateral ligament develops instability. It is therefore necessary to replace the system with a higher-stability device. This adverse event is not related to a device deficiency, rather to progression of disease and patella problems.

Event description:
Patella luxation and medial ligament instability 8 months after the primary surgery. The femoral component was changed to a gmk revision sc with stem, distal 4mm augment and a sc inlay.